Event description:
During installation of the device, the backup batteries could not be charged. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Actual device involved in the event was evaluated, performance tests performed. A field service representative determined that the device, containing the backup batteries, had been stored prior to its installation for a period of 6 months under conditions that are not compatible with the labeled storage conditions for the batteries. Consequently, upon their first use, the batteries had lost their ability to be charged.